Event description:
It was reported that the sensor stopped working without alarm or error message notifying the user of a malfunction. The customer reported that the event occurred with "different pts" but amount of pts is unk. There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for prod returned and requests for add'l info were made. The prod has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the prod is returned, a f/u report will be submitted.